Manufacturer narrative:
Lot number of solution used by pt is unk, and the MFR does not have any info that would allow us to further our investigation of lot number. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/ adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. Amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to info provided that day by the u.s. Centers for disease control and prevention regarding eye infections from acanthamoeba.

Event description:
Amo received info that a female e pt experienced extreme discomfort and redness in her eyes, while using complete moisture to clean and store her contact lenses. She had been using this brand for approx 2 years, before discontinuing its use in 2006. The following month, the pt sought treatment from her ophthalmologist. She was referred to a corneal specialist. Results from the tests ( unk what type of tests) indicated the pt had acanthamoeba keratitis and would most likely need a corneal transplant in her right eye. She was told that prior to operating, the infection needed to be cleared. The pt was subsequently determined to be legally blind in her right eye. Since approx the next month, the pt has been taking several pain relievers daily. She was also prescribed an antiseptic eye drop. The report states the pt did not swim or enter a hot tub, while wearing her contact lenses nor did she use tap water to wash or store her lenses. We are attempting to obtain further info.